Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead became dislodged after skin closure but before leaving the operating room. The physician reopened the pocket and repositioned the atrial lead, which remains in use. No patient complications have been reported as a result of this event.